Event description:
The blade of the ligasure device disassembled inside of the abdomen and pelvis area during the procedure. The blades were retrieved but the connecting hinge was not located. Valleylab was contacted and the defective device was shown to their rep for evaluation.